Event description:
It was reported that during a prostate procedure there was a fiber connection problem @ 226,353 joules of use and 39 minutes. The procedure was completed using a second fiber. Patient outcome: ¿no damaged to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap within the metal cap is detached at the uv glue zone and is hanging to the body of the fiber by the melted outer flow tubing; there is signs of melting of the metal cap and outer flow tubing at the location of the fracture; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the connector appears in good condition; the fiber passed the conductivity test; no connection failure was found. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " fiber connection problem" could not be confirmed; a glass and metal cap failure was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).